Event description:
It was reported that there was an issue with language settings. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that there was an issue with language settings. Further information revealed that the language misconfiguration occurred on a demo product. System restore solved the problem. No parts were replaced. Identification of issue has been done by analyzing problem description and service report. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further information revealed that the language misconfiguration occurred on a demo product, which is not used on patient. The root cause could not be determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).